Event description:
The customer reported being hospitalized in june 2012 with high blood glucose of 500 to 800mg/dl, and she was constantly vomiting. The caller mentioned that the cannula was bent, but the insulin pump did not alarm no delivery. The customer stated that she did not report the incident before. The caller feels that the insulin pump is not functioning properly, and troubleshooting could not be performed as customer is at work and does not extra supplies. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.